Event description:
Device malfunction: none. Symptoms/ae: occlusion. Time of symptoms/ae: post vessel closure. Info rec'd via FDA cdrh that states: pt had a cerebral angiogram in 2007. During the night, the pt's right leg was weak. The next day, the pt's right foot was cool. Pt was taken to the operating room for a thrombectomy of the right iliac, common femoral artery resection and right leg fasciotomy. During the operation it was discovered that a perclose suture had gone through the front and back wall of the artery. The report did not include a rptr or user facility name. An attempt to obtain further info on a customer contact via cdrh was not successful.

Manufacturer narrative:
The report indicated the device was not available for eval. The lot # was not identified; therefore, a device history record review could not be performed.